Event description:
It was reported while testing for sars-cov-2 4 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. The customer stated they are testing asymptomatic staff members. This test is not intended for use on asymptomatic patients and was therefore used off label. Results were reported to medical director. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0248437. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
Eua #(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 4 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. The customer stated they are testing asymptomatic staff members. This test is not intended for use on asymptomatic patients and was therefore used off label. Results were reported to medical director. There was no report of patient impact. Eua # (B)(4).